Manufacturer narrative:
Investigation of returned device is ongoing, no conclusions can be drawn. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cvc was being flushed. The catheter had vancomycin instilled and 2mls was withdrawn. When 10mls of ns was flushed the catheter broke and saline squirted out. Applied a hemostat to the catheter line to prevent further leaks. The patient required catheter replacement. User facility submitted medwatch (B)(4) for this event.

Manufacturer narrative:
Received one 11f double lumen silicone cvc catheter for evaluation. The lumen was trimmed ~27cm distal to the hub. A visual examination indicated that the luers, extensions, clamps and hub are intact with no visible defects or abnormalities. Suture material is wrapped tightly around the lumen ~ 3.5cm proximal to the cuff. When flushed the lumens leak at a tear located just below the hub. There is also a tear in the lumen just proximal to the cuff. The device was implanted for 5 months with no reported issues. The suture material is tightly wound around the lumen and may have contributed to the lumen rupture, particularly if flushed against resistance over time. The root cause of this issue cannot be determined but is most likely not manufacture related. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.